Manufacturer narrative:
On august 20, 2021, mentor became aware that statement "this event was reported to the FDA under mw5094496" in initial report. Manufacturer¿s reference number: (B)(4) this event was reported to FDA under mw5094496.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with 800cc mentor memorygel breast implants and experienced bilateral capsular contracture postoperatively. The patient also experienced several unexplained systemic symptoms, including difficulty breathing, cough, flu-like symptoms, tingling in the left leg, numbness, cold fingertips, cold feet, heart palpitations, headaches, abdominal pain, anxiety, tiredness, unable to swallow and uncomfortable feelings. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.